Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a low blood glucose reading of 28 mg/dl and high blood glucose all day on wednesday. Customer stated that she treated with food and gel in a tube. Customer's blood glucose was low for 1 hour. Troubleshooting was performed and there were no findings in the programming. Customer only had two boluses. Customer was advised to speak with her health care professional regarding the low blood glucose. Customer was advised to monitor the pump.